Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the emergency room after receiving inappropriate high voltage therapy. The patient was asymptomatic. Review of the electrograms revealed the patient received the therapy due to atrial fibrillation with rapid ventricular response detected in the ventricular fibrillation zone. The patient had stopped taking his medication. The patient was discharged with no programming changes and the patient will be followed up.